Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; if explanted; give date: n/a (not applicable). The healon pro is not an implantable device. (B)(6). The device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported in a clinical study that there were issues with the healon pro (ophthalmic viscosurgical device (ovd). Elevated intraocular pressure (iop) ¿ was 45 mm hg. The subject attended the pre-operative study visit on (B)(6) 2019 and iop was measured to be 17 mm hg in the right eye. The subject had cataract surgery in the right eye on (B)(6) 2019. The healon pro ovd was used during surgery. At the 1-day postoperative study visit ((B)(6) 2019), the subject had a spike in iop (45 mm hg). The ocular hypertension was treated with lopimax. No further information was provided.